Event description:
Ous MDR - balloon ruptured after second inflation at 16 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, the provided angiographic material was reviewed. The technical investigation of the returned pantera pro revealed a transversal burst approximately 7 mm distal to the proximal balloon welding. The further microscopic analysis showed several scratches in the balloon surface close to the fracture site. The provided angiographic material was reviewed but did not lead to any further information regarding the nature of the complaint since the complaint event is not visible in the angiographic material. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. Due to scratch marks in close vicinity to the fractured site is assumed that the balloon burst was most likely induced by the severely calcified lesion.